Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose level was running high because of a no delivery from the insulin pump. The customer's mother reported that they had the same issue with a different set. The customer's blood glucose level was 420 mg/dl. The customer had the insulin pump and was a school. They were advised to call back when the customer comes home to troubleshoot. The device will not be returned for analysis.